Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they weren't having any trouble until saturday, after swimming in a pool , all of a sudden within one hour they had to tinkle every 5 minutes but could not tinkle anything.  Pt reported unrelated medical issue: they lost a significant amount of weight because of gastric bypass. Pt will call their doctor to further address the issue.